Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts had been generated for this system due to an out-of-range atrial intrinsic amplitude of 0.5mv and atrial arrhythmia burden (aab) of at least greater than 0 hours in a 24-hour period. Isolated undersensing was previously identified during an atrial tachycardia response (atr) episode and the atrial sensitivity was reprogrammed at that time. There was no atrial undersensing noted on the most recent transmission. However, atrial threshold measurements were high, pacing impedance had increased from 805 ohms to 1504 ohms and loss of capture was observed on the electrogram. The reported clinical observations were documented, and the system remains in service. No adverse patient effects were reported.